Event description:
An optometrist reported cae of bilateral severe dry eyes at one month post lasik treatment. Reporter noted pt vision is good, but complains of dryness at work. Pt noted "eye are severly dry and painful. Uses artificial tears all the time." Additional info received from reporter indicated pt displayed trace superficial punctate keratitis (spk), and referred to corneal specialist for suspected underlying blepharitis. There are two related reports for this pt. This report will address the pt's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).